Event description:
It was reported that the customer was hospitalized for high blood glucose. The blood glucose was reading 298mg/dl. It was reported that the customer change the infusion set and it did not help to lower her glucose level. Troubleshooting was performed. The bolus history, basal rates, daily totals, alarm history, time, and date were correct. Ran a self-test, fixed prime, and high-pressure tests and passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.